Manufacturer narrative:
G4:17dec2020. B4:18dec2020. The field service engineer confirmed the customer's reported issue and replaced the battery. The device was fully tested after parts replacement and is now ready for patient use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30mar2021. B4:04apr2021. The battery assembly was returned for evaluation. Visual inspection of the battery found no anomalies noted on returned unit. A failure investigation (fi) technician installed the battery into a fi ventilator to duplicate the reported issue. The fi technician duplicated the reported complaint. It was noted that the system would not run on battery only. The root cause cannot be determined without opening battery package. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07oct2020.

Event description:
It was reported to philips that the device had an alarm saying "battery failed alarm". The device was not in clinical use at the time of the event. This issue occurred during testing of the device. A good faith effort was made and the customer stated that the battery was less than 5 years old. A philips field service engineer (fse) was dispatched to the customer site to provide additional onsite assistance.